Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardiac monitor (icm) exhibited undersensing which triggered false episodes of atrial fibrillation. The icm was explanted and replaced with pacemaker. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of a false atrial fibrillation episode was confirmed. Based on the information provided, this false detection was caused by undersensing of some premature ventricular contraction (pvc) beats. Device reprogramming should be able to resolve the sensing anomaly. No device malfunction was found.

Event description:
New information receives notes that the patient was in stable condition.